Manufacturer narrative:
Continuation of d10: product ID 8709 lot# j11268r46 serial# implanted: (B)(6) 2002 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the explanted device was discarded by the customer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump and catheter were explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11268r46 , implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient with an implantable pump for non-malignant pain. The pump administered dilaudid (hydromorphone) with concentration 10 mg/ml at a dose rate of 2.2 mg per 24 hours and ropivacaine (naropin) with concentration 8 mg/ml at a dose rate of 1.8 mg per 24 hours. It was reported that fluid build-up occurred in pump pocket from an unknown origin. It was not known what the fluid was. The physician did not believe the fluid was drug. The patient was not experiencing any overdose symptoms. The catheter was connected to pump, as confirmed by x-ray. According to patient, this fluid has presented over the last year or so. The date of the event was unknown. Further diagnostic tests/troubleshooting performed was unknown. A new pump with serial number (B)(4) and catheter with serial number (B)(4) were implanted on (B)(6) 2020. The new pump was implanted on the opposite side (left abdomen). The issue was not resolved at of the date of the report (2020-jan-14). The new pump administered dilaudid with at a dose rate of 1.1 mg per 24 hours and ropivacaine at a dose rate of 0.9 mg per 24 hours. The drug concentrations of both dilaudid and ropivacaine remained the same as in the previous pump. It was noted that the original pump and catheter remained implanted and were set to a minimum rate. The plan was to explant this pump and catheter on a day yet to be scheduled. The patient was without injury regarding their status as of (B)(6) 2020. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but were unknown / would not be made available. It was noted that the hcp had no further information regarding the event and did not wish to be contacted regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient's original pump and catheter have not been explanted. The date to explant these products has not yet been set. The rep confirmed the original pump catheter remained implanted with the pump set to minimum rate. It was unknown if the fluid build up had been resolved however it was reported the rep spoke with the patient on (B)(6) 2020 and they reported pain relief equal to or better than when their original pump was set to a therapeutic dosing level. It was confirmed the information provided had been confirmed with the physician/account.